Event description:
It was reported that there were multiple volume discrepancies, and a pump and catheter explant/replacement was planned. Multiple dates and corresponding volume discrepancies were reported, which included discrepancies within and outside of specifications. On (B)(6) 2011 ¿ expected residual volume (erv) was 2.4ml and the actual residual volume was 6.5ml, (B)(6) 2011 - erv was 10.4ml and arv was 2.4ml, (B)(6) 2011 ¿ erv was 9.0ml and arv was 10.5ml, (B)(6) 2011 - erv was 3.2ml and arv was 7.0ml, (B)(6) 2012 - erv was 2.2ml and arv was 7.8ml, (B)(6) 2012 - erv was 3.2ml and arv was 6.4ml, (B)(6) 2012 ¿ erv was 2.9ml and arv was 5.5ml, (B)(6) 2012 ¿ erv was 3.2ml and arv was 7.5ml, (B)(6) 2012 - erv was 5.6ml and arv was 8.5ml, (B)(6) 2012 ¿ erv was 2.6ml and arv was 4.4ml, (B)(6) 2012 ¿ erv was 3.8ml and arv was 0ml, and on (B)(6) 2013 erv was 4.3ml and arv was only 0.4ml. The discrepancies consisted of instances of over and underinfusion. There were no patient symptoms of complications associated with the event, per the reporter. It was later reported that per the reported volumes at the time of refills, the pump showed a long time of underinfusion and suddenly an overinfusion in the most recent year. To the reporters knowledge, there was nothing done with the catheter, as was previously planned. The patient outcome following surgical intervention was not yet reported. The pump was used to deliver fentanyl. Additional inform ation has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# unknown, product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was not to be explanted until the pump elective replacement indicator (eri) date was reached. According to the pump logs, eri would be in about 8 months from the interrogation date of (B)(6)-2013, thus in approximately (B)(6) of 2014.

Manufacturer narrative:
(B)(4).